Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind and alarmed motor position encoder error at the alarm history file due to an out of phase motor encoder signal. Unable to perform the functional testing, including the unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the motor error alarms. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window. The pump was connected with a test contour next link meter and the meter reading was properly received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 487 mg/dl. Customer was off the device for less than a day prior to the hospitalization. Customer reported that the device had alarmed motor error alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.